Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found the distal end c-cover was damaged, it has crack, partially missing. Based on investigation, the reported customer issue was confirmed. Probable cause of the issue is due to stress and component failure of the device. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "it was missing the white part of the tip that is right in front of the lens". The issue was found during reprocessing. Device inspection found the device distal end plastic c-cover (d/e plastic cv) has crack, partially missing. There was no patient involvement in this reported event.